Event description:
Said name of person purchased a model 93 auto deflate blood pressure monitor. Distributed by omron healthcare, inc. Said person claims that the cuff over inflated and caused her left arm to bruise.